Manufacturer narrative:
The reported event that the qdm does only work on a slow rate could be confirmed. Within the visual in-house inspection it was found that the silicone covers are in good condition. The battery positioning pin and the battery poles are in good condition. Pressure marks, scratches and grooves were visible on the housing. After disassembling it was found that the wiring/soldering joints partly show signs of corrosion most likely leading to a decreased electronic function of the device. The functional in-house test revealed that the qdm turned on directly after the initial auto system check. A subsequent performed check in order to reproduce the run on revealed that everything worked fine. Nevertheless also a decrease of the electronic function could be noticed. A manual rotation of the driveshaft was possible. The dis/assembling function of the blade receiver is correctly working. Most likely, the corroded sensor wirings resulted in an instable electrical function and a marginal connection. Based on previous investigations performed by the supplier the failure mode (corroded sensor wiring) and the root cause (entry of corrosive liquid - that can be attributed to insufficient cleaning and/or maintenance) can be attributed to a user related handling issue. No indication was found that the determined observation was a design, material or manufacturing process related issue.

Event description:
The quikdrive mini was originally reported as operating at half its ideal speed, which is considered a non-reportable event. However, the investigation team discovered that this device would not turn off once it was started. There was no case associated with the device, so the run-on event did not cause or contribute to any adverse consequences.